Manufacturer narrative:
Additional narrative: device received for evaluation. A manufacturing evaluation was conducted. The report indicates the device received with three parts (460.039.2, 460.039.1, (B)(4)). Product 460.039.2, here forward referred to as the male component, was received with numerous surface scratches on the top side of the plate and three larger scratches/gouges on the bottom side. Several of the holes along the shaft portion were visually deformed due to custom bending of the plate outside of manufacturing. The tab portion shows significant areas of rubbing including rolled over edges. Lastly, there is visual deformation of the cross holes, making them more elliptical than typically seen during manufacturing. Product 460.039.1, here forward referred to as the female component, was received with numerous surface scratches on the top side of the plate. Several of the holes along the shaft portion were visually deformed due to custom bending of the plate. The slot area shows significant areas of rubbing including rolled over edges, and material rolled inside the cross-holes. Product (B)(4), here forward referred to as the pin component, was received with four areas of grey discoloration. Also, this pin was cut 2/3 of the way from the curved end. During the evaluation of the male, female and pin components, it was found that three features are currently outside of manufacturing specification. These features are slot length and slot width on the female component, and the position of the cross-hole located closest to the shaft on the male component (no inspected features failed on the pin). The two failing features on the female are related; as the slot width is increased by bending the tips away from each other, the distance from the tips to the end of the slot is decreased. The bending forces experienced by the female component would also cause the male component to fail as well; by deforming the cross-hole enough to alter its location. These failures are related and due to the rubbing and bending of the male and female components (as outlined above) occurring after manufacture. The device history records show that all features, on all three components, met specifications at time of these products were released. The investigation is on-going. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient had sternal plate implanted on (B)(6) 2012. Patient reported feeling a movement approximately four to five months before report date. Surgeon could not palpate any movement and CT scan was normal. Sternal plate was explanted from patient on (B)(6) 2013. Upon removal of the plate, the emergency release pin was sheared in half at the u cephalic level. Patient had full union. Surgeon reported tissue underneath where the plate had laid as having a black residue coloration. Patient is reported as doing well. No additional information is available. This is report 1 of 2 for complaint (B)(4).